Manufacturer narrative:
The insulin pump passed the displacement, priming and excessive no delivery tests. There was no excessive no delivery alarm. The insulin pump was received with scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and scratched reservoir tube window. (B)(4).

Event description:
Customer's mother reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 407 mg/dl. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised they tried all remedies and issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.